Event description:
It was reported that the patient went to the hospital due to the artificial urinary sphincter (aus) not working properly. Two weeks later, a surgical procedure was performed in which the existing cuff was removed and replaced. Upon explant, a crack was identified in the cuff connection tube; however, its cause was not detailed. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 800 underwent a thorough analysis. The cuff was visually and microscopically examined, and leak tested. No damage or anomalies were identified, and no leaks were noted. There were no irregularities that could affect the functionality of the component. Based on the information available and analysis results, the reported clinical observations of mechanical issues due to a hole could not be confirmed.

Event description:
It was reported that the patient went to the hospital due to the artificial urinary sphincter (aus) not working properly. Two weeks later, a surgical procedure was performed in which the existing cuff was removed and replaced. Upon explant, a crack was identified in the cuff connection tube; however, its cause was not detailed. There were no patient complications.